Event description:
Post cryoablation procedure, the patient was re-admitted to the hospital with a pericardial effusion.

Event description:
Post cryoablation procedure (on (B)(6) 2011), the patient was re-admitted to the hospital with a pericardial effusion. The patient was discharged and, when seen at a follow up appointment, was found to have returned to baseline.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure. The information submitted reflects all relevant data received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.